Manufacturer narrative:
Corrected to device 3 of 4, instead of device 2 of 4.

Event description:
Device 3 of 4. Reference MFR report # 1627487-2018-12631, 1627487-2018-12632, 1627487-2018-12634.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR report # 1627487-2018-12631, 1627487-2018-12632, 1627487-2018-12634. It was reported that during a procedure to address ineffective stimulation (reference MFR report # 1627487-2018-12620, 1627487-2018-12621, 1627487-2018-12622 and 1627487-2018-12623), one of the leads was found to be fractured and was unable to be completely explanted. The patient is slated to be referred to a different physician as the next course of action. It is unknown which lead was unable to be completely explanted; therefore, all possible devices are being reported.